Event description:
A pt with an admission for inferior myocardial infarction, circumflex stent placement, and aicd for nsvt. Returned from rehab with a new holosystolic murmur and chf that was way difficult to manage. Pt had a long course between the ccu and step down unit including multiple cardiac caths and multiple pa line placements on right and left side. "Tnt" on admission was 0.37. Pt arrived in the operating room for a CABG and mvr because of worsening mechanical/ischemic "insuet". During the attempt to insert a left internal jugular ava catheter, resistance was met while threading the dilator over the guide wire and no blood return was noted. The pt then developed hypotension and the cardiac surgeons were alerted. Emergent cardiopulmonary bypass and opening of the left chest revealed a perforated internal jugular vein and left pulmonary artery with damage to the hilum. The sheath was in the left pleural space. A large amount of blood was evacuated, the vessels were repaired, and the surgery proceeded. The pt died on the operating room table at the end of the case.